Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Correct information has been provided with this report. (B)(4).

Event description:
It was reported that customers blood glucose level was between 21mg/dl and 27mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to hypoglycemia on an unknown date. Customer's blood glucose value was 21 mg/dl and 27 mg/dl. It was unknown if the insulin pump was on auto mode at the time of incident. The device will not be returned for analysis.